Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, iol was clogged and did not come out when being pushed while implanting. The surgery was completed after replacing the product with a backup lens. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned loose in the opened carton. The plunger was oriented correctly in the device. The plunger lock and lens stop were removed. Viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger was in contact with the trailing optic edge. The trailing haptic was folded into the optic fold. The leading haptic was in an extended position. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens has been advanced to mid-nozzle and appeared to be stuck in the device. The haptics and optic are in acceptable positions for advancement. It is unknown if a qualified viscoelastic was used. The instruction for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).